Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties; therefore, a notification letter is not required.there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an atrial fibrillation (af) ablation intervention procedure. Femoral imaging was not performed. The suture of the first prostyle device was successfully pre-placed. Reportedly, the plunger was depressed and retracted with the suture limb present, the suture was cut, the lever was depressed and the device withdrawn; however, the suture came out with the device with the knot formed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the af ablation procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.